Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a patient who was diagnosed with a nstemi (non-st elevated myocardial infarction) received the entire bag of heparin, (20,000 units in 250ml), in 90 minutes. The device was programmed for 1000 units/hour (10ml/hour). The heparin bolus and the infusions were all confirmed by the emergency department pharmacist and 2 rns. This event resulted in a delay of the patient's exploratory cardiac catheterization and dialysis. Mo immediate medical intervention required. Twenty-four hours later, relevant lab values were monitored and the patient was evaluated for any bleeding.

Event description:
It was reported that a patient who was diagnosed with a nstemi (non-st elevated myocardial infarction) received the entire bag of heparin, (20,000 units in 250ml), in 90 minutes. The device was programmed for 1000 units/hour (10ml/hour). The heparin bolus and the infusions were all confirmed by the emergency department pharmacist and 2 rns. This event resulted in a delay of the patient's exploratory cardiac catheterization and dialysis. No immediate medical intervention was required. Twenty-four hours later, relevant lab values were monitored and the patient was evaluated for bleeding.

Manufacturer narrative:
Suspect pump module was manufactured pre-UDI number requirement. The customer¿s report of infusing too fast was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. Analysis of the pcu log shows pump module s/n (B)(4) was programmed to infuse heparin 25000unit/250ml (drugid 186) at a rate of 10ml/hr. With a vtbi of 230ml at 5:57 pm on (B)(6) 2019. At 6:00 pm, the device alarmed for air in line. The infusion was paused and then restarted. The user then programmed a delay for 5 minutes. The door was opened and the user programmed another delay for 5 minutes. A few seconds later the device was channeled off and the system was shut down and powered off. At 6:04 pm, the user selected the device and programmed it to infuse heparin 25000unit/250ml (drugid 186) at a rate of 10ml/hr. With a vtbi of 230ml. There were two ail alarms, and at 7:00pm, the device was channeled off. The volume recorded as being infused during this period was 9.195ml. The starting/ending volume of the fluid container cannot be determined through device logs. Functional testing performed found the pump module to be delivering fluid within specification. The disposable set was not returned for investigation. The root cause was not identified.